Manufacturer narrative:
H10: the lot numbers for three malfunctions were provided and a lot history review was performed. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for three malfunctions and an x-ray image was received for one malfunction. The evaluation of the medical records confirmed malposition and patient device interaction problem for one malfunction. Two records confirmed a patient device interaction problem but was inconclusive for filter tilt. One malfunction was reassessed and trending device code (2616 - malposition of device) was updated. No medical records and devices were received for three malfunctions; therefore, the investigation is inconclusive for malposition of device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced device malposition and a patient device interaction problem. This information was received from various sources. The six malfunctions involved six patients with zero patient consequences. Of the six reported patients, 3 patients age ranged from 48 to 74 years and two were males and one was female; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All the six malfunction were involved patients with no patient consequences. Of the six reported patients, 5 patients age ranged from 43 to 74 years, three patients were male and three patients were female. All other patient details were not provided.

Manufacturer narrative:
H10: the lot numbers was provided for three out of six reported malfunctions and lot history reviews were performed. The product catalog number for one of the malfunctions was updated to dl900j. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the six malfunctions of which 3 included images. For one malfunction, the investigation is confirmed for perforation and tilt. Three malfunctions were confirmed for the alleged perforation but inconclusive for tilt. One malfunction is confirmed for perforation but unconfirmed for filter tilt. The remaining malfunction is confirmed for the alleged perforation, activation failure, therefore, a150101 trending coded was added additionally; however, unconfirmed for filter tilt. Based upon the available information, a definitive root cause is unknown. The devices were labeled for single use. H10: g3, d4(corporate lot no: unknown) h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot numbers for three malfunctions were provided and a lot history review was performed. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for four malfunctions and an x-ray image was received for one malfunction. The evaluation of the medical records confirmed malposition and patient device interaction problem for one malfunction. Two records confirmed a patient device interaction problem but was inconclusive for filter tilt. One malfunction is confirmed for patient device interaction problem and unconfirmed for tilt. No medical records and devices were received for three malfunctions; therefore, the investigation is inconclusive for malposition of device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced device malposition and a patient device interaction problem. This information was received from various sources. The six malfunctions involved six patients with zero patient consequences. Of the six reported patients, 3 patients age ranged from 48 to 74 years and three were males and one was female; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
The lot numbers for three malfunctions were provided and a lot history review was performed. The devices for the six malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for three malfunctions and an x-ray image was received for one malfunction. The evaluation of the medical records confirmed malposition and patient device interaction problem for one malfunction. One record confirmed a patient device interaction problem but was inconclusive for filter tilt. The investigation of one medical record and an x-ray image is currently underway. No medical records were received for three malfunctions, therefore, the investigation is inconclusive for malposition of device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. (Lot number) unknown.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced device malposition and a patient device interaction problem. This information was received from various sources. The six malfunctions involved six patients with zero patient consequences. Of the six reported patients, 3 patients age ranged from 48 to 74 years and two were female and one was male; however, other patients age, weight and gender were not provided.